Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil migration occurred. A 6mm x 10cm interlock¿ was selected for use. During the procedure, this device was delivered prematurely and was deployed to a different location. Another coil was used to retrieve the first coil to the correct location. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.